Event description:
IV tubing did not autoclamp when the pump door was opened, and fluid started to free-flow through the tubing. The tubing was not connected to the patient at the time so there was no patient harm.